Manufacturer narrative:
Additional information: additional product component: model number/catalog number 720185-01 serial number: null batch/lot number 100077016 model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced device would not inflate and fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, reservoir, and pump were explanted and a new ipp cylinder, reservoir, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 720185-01; (B)(4); batch/lot number 100077016; model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced device would not inflate and fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, reservoir, and pump were explanted and a new ipp cylinder, reservoir, and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.